Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was unknown. The customer stated that a battery replacement did not resolve the issue. Upon troubleshooting, however, the display returned after a battery replacement. Advised the customer to monitor the device and that a replacement battery cap would be sent. The customer requested a loaner insulin pump. She declined return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.